Manufacturer narrative:
Results: bd received thirty-one samples and a photo from the customer facility for investigation. The samples and photo were evaluated and the customer¿s indicated failure mode for loose or broken IV shield with the incident lot was observed. A DHR was not required. Conclusion: based on the investigation, the root cause / potential root cause for the separation was determined to be one of the wings was affected by excess heat, making the fit of the IV shield looser.

Event description:
It was reported that the bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle had a loose or broken IV shield. No injury or medical intervention.

Manufacturer narrative:
Additional information: DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.